Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that their handheld would not hold a charge unless it was plugged in. They stated that as soon as they unplug it, it goes dead. New handheld was shipped to the site and the old handheld was returned to MFR for product analysis. Analysis is currently pending on the returned handheld.